Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record could not be completed as no lot number was received.

Manufacturer narrative:
B3: date of event is unknown. E1: (B)(6). H3 other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that one of the patients pod has had a tracheostomy tube changes due to cuff leaks. The cuff appeared to be deflating over time according to a medical consultant. There was patient involvement, but no patient harm/adverse event reported.